Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Liner replacement surgery for a patient who underwent tha on (B)(6) 1998. Since the production of a 22 mm diameter liner for replacement was discontinued, 28 mm and 32 mm liners were prepared. I tried to remove the head from the stem but could not. Since no damage was observed in the implanted 22 mm diameter liner, it was washed and closed as it was. After all, nothing new implanted. Update per response: "the reason for the revision seems to be instability."